Event description:
Same case as MDR ID# 2134265-2014-08182 and 2134265-2014-08184. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an unspecified bsc coronary imaging catheter to visualize the unspecified lesion. During procedure, the imaging catheter was not pulling back on the sled. The physician noted that the plastic did not caught with the cog of the device. The sled was then changed to a new one and the catheter pulled back correctly and completed the procedure. No patient complications were reported.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).